Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a force sensor calibration values corrupted. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by a force sensor calibration values corrupted alarm during rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received stuck in alarm loop after battery installation due to a software error.  Unable to confirm motor error alarm and unable to perform any test due to alarms. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.